Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 24fr silicone foley catheter had ruptured . As per sample received on (B)(6) 2022, it was noted that the latex foley catheter with material # 0166si16 was returned for evaluation.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If the package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic techniques and sterile equipments- use the smallest foley catheter possible, consistent with good drainage. Document the indications of catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the 24fr silicone foley catheter had ruptured. As per sample received on 23jun2022, it was noted that the latex foley catheter with material # 0166si16 was returned for evaluation.